Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert was delivered due to a capacitor charge time out. The device was explanted and replaced. The patient was stable post procedure.